Event description:
Hosp personnel were performing a synchronized cardioversion on a pt. The physician administering the procedure believed the device would continue to operate in the synchronized mode following a countershock and delivered a subsequent countershock to the pt asynchronously. The physician indicated the operating mode is a hazard and should be redesigned to stay in synchronous mode. No adverse affects to the pt were reported as a result of the alleged malfunction.